Manufacturer narrative:
Conclusion: device will be repaired locally. Third party evaluation.

Manufacturer narrative:
It was initially reported that the fowler did not function. Follow-up submitted as further investigation determined this will result in caregiver annoyance; however, it is not likely to harm the patient as the CPR release was functional to lower the fowler manually, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by the service technician that the fowler did not function. There was patient involvement; however, no adverse consequence was reported.

Event description:
It was reported by the service technician that the fowler did not function. There was patient involvement; however, no adverse consequence was reported.